Event description:
Customer reported the system is not making x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable and lemo connector system operates as intended. This MDR is related to ge healthcare complaint.